Event description:
Pt contacted dexom technical support on (B)(6) 2011 to report that she had a seizure due to a hypoglycemic event when her gcm was reading 198 mg/dl. When paramedics were called her cgm/bg was 300/28 mg/dl. Paramedics treated pt with an IV and pt was hospitalized overnight. During her call to dexom technical support, pt stated feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.